Event description:
It was reported that the 6947 lead was removed due to lead noise and inappropriate shocks. During replacement of this lead, two separate leads had issues with their fixation mechanisms. They were not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the three leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. The helix can not be extended or retracted due to distal conductor distorted within the connector. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damaged at implant. (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. The helix can not be extended or retracted due to distal conductor distorted within the connector. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damaged at implant. (B)(4) the full lead was returned, analyzed and the proximal conductor fractured. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.